Event description:
It was reported that a patient developed an upper lip ulceration that required suturing.

Manufacturer narrative:
Initial reporter stated that she thought the nature of the patient's teeth contributed to the event. Results: patient suitability factors are described in the precaution section of the product instructions for use. Suitability factors to consider include patients with protruding teeth, patients without teeth or unable to wear upper dentures thereby lacking the maxillary support required to use the etad, and or patients with full lips or facial swelling. In addition, patients with full beards or mustaches may lack the necessary support to anchor the skin barrier.